Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in the shock impedance to high, out of range values. According to the data analysis, this impedance trend is not indicative of a lead fracture rather likely some calcification on distal coil. A commanded shock to determine what the actual delivered impedance was, was recommended. The rv lead remains in service. No adverse patient effects were reported.